Event description:
It was reported by the customer that the fowler was drifting. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - crank handle, fowler. Manufacturer's investigation is ongoing. If additional info is received, a follow-up report may be submitted.